Event description:
In 2009, a customer called facility and reported discrepant results between two blood glucose monitors. In the event, the user obtained consecutive results of 271 and 273 mg/dl on an accu-chek advantage monitor. Five minutes later, a reading of 72 mg/dl was obtained on a one-touch monitor. No symptoms were noted no treatment was provided. No add'l info was provided regarding this incident. The one-touch blood glucose monitor mentioned in this event is not manufactured or imported by our firm.